Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during ventilation of a patient with a smiths medical pneupac¿ parapac plus, a constant low pressure alarm sounded. The gauge on the ventilator was reported to show normal ventilation pressure. It was noted that it was thought to have been caused by a loose cap on top of the one way valve of the ventilator circuit. There were no reported adverse patient effects.